Event description:
The patient contacted animas on (B)(6) 2013 alleging hospitalization on (B)(6) 2013 due to blood glucose (bg) elevation to 450 mg/dl with large ketones and dizziness. The patient reported not being on the pump and being treated with IV fluids and IV insulin (20 units so far at the time of the call) during hospitalization and the bg at the time of the call was reportedly 597 mg/dl without symptoms. The patient reported that she had been off the pump for three hours prior to this hospitalization; no explanation was available. The patient denied any issues with the pump, cartridge, infusion set or infusion site. Troubleshooting by customer support did not reveal any malfunctions or issues with the pump or the supplies. The patient stated that the healthcare provider (hcp) believed the cause of the elevated bg may be the pump. The patient was advised to consult with the hcp regarding the elevated bg. The pump was not requested back for investigation. This complaint is being reported because the patient reportedly experienced hyperglycemia with hospitalization without a known cause and no further information available.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.